Event description:
Device analysis revealed that the ipg reached normal longevity. Therefore, the ipg is no longer reportable.

Manufacturer narrative:
Device analysis revealed that the ipg reached normal longevity. Therefore, the ipg is no longer reportable.

Event description:
It was reported that the ipg was inoperable due to end of life (eol). Programmer displayed "replace generator" message. It was noted that patient utilized a combination of burstdr programming and tonic programming for around 50-50 of the time. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.